Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
It was reported that this device was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.s

Event description:
This report is being submitted due to the completion of product evaluation.